Event description:
Pt complained of extreme fatigue, severe joint pain, sharp pain in breast, pain in chest, insomnia due to pain, swollen lymph nodes, migraine headaches, rash on arms, hair loss, hands are white, blue and cold, bowel problems, severe constipation, blood in urine, memory loss and depression. Implant date: 5/13/93.